Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath. Peri-procedure, the patient was anti-coagulated using asa and angiomax. A pre-procedure femoral angiogram showed the vessel size to be 6.3mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also lost pressure. The second device was removed and the patient was converted to 40 minutes of manual compression. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure and was discharged on (B)(6) 2013.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1317803) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2013-00247 for the second device.